Event description:
It was reported to boston scientific corporation in 2005 that a c.r.e. Balloon dilatation catheter was used during a procedure eight days prior (patient gender, age and weight unknown). According to the complainant, during the procedure the balloon ruptured inside of the patient at 6 atm. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.